Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the carefusion factory service representative received the avea unit and evaluated the ventilator. A review of the error log showed multiple compressor and efs errors. The compressor was not functioning. The unit failed the leak test as there were multiple missing parts. Once the parts were replaced the unit still failed the leak test. When the unit was opened there were loose wires and hoses, electrical tape on the accumulator, and the exhalation valve was plugged into the incorrect connector. The wiring was replaced and connected correctly and the unit passed the extended systems testing (est). The reported issue of low volumes was duplicated in neo and pediatric modes. The unit's expiratory pressure transducer was calibrated and the volumes still failed. The user interface module and compressor were replaced. The software was also upgraded and the unit passed the operational verification tests.

Event description:
The customer reported that the ventilator has low volumes issues. The vent was alarming vent inoperable after a failed characterization. The gas delivered engine and the user interface module were replaced and this did not correct the issue. It is unknown if there was patient involvement.